Manufacturer narrative:
Section a4: patient weight was not provided by the customer. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2026. The cause of death was unknown. An autopsy was not performed. The pump was not explanted.